Event description:
The customer reported that the system's monoblock was arcing, and would not calibrate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monoblock was replaced. No further info is available.